Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated that they were receiving no delivery alarms using expired supplies. The stated that they will call back to complete troubleshooting the issue. The custom did not provide further information about the hospitalization. The customer did not return the product back for analysis.